Manufacturer narrative:
Patient date of birth- unknown. Patient weight- unknown. (B) (4). (B) (4) (needle greater then 4mm in length). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B) (4).

Event description:
Note: this report pertains to one of four complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00397, 3005099803-2010-00398, and 3005099803-2010-00399 for the other associated device information. It was initially reported to boston scientific corporation that four interject injection therapy needle catheters were involved in a sclerotherapy procedure performed on (B)(6) 2010. The complainant stated that the needles were abnormally too long. During this procedure one needle was used carefully which resulted in a prolonged procedure, however the other three were only opened and not used. This report pertains to the single device which was used. On (B)(6) 2010 additional follow up reported that the user felt that the clear plastic piece [inner sheath] could potentially lead to a pediatric patient perforation. The plastic piece that the user questioned is part of the inner core of the sheath which acts as an anchor/stabilizing mechanism for when the needle is positioned into the tissue while injections are made. The needle has the ability to be locked in place, thus controlling the length of the needle and the inner sheath. The bsc sales representative met with the account, where an interject injection therapy needle catheter was presented. The account has since negated their complaint against the length of the needle. There is no contraindication in the dfu for use on pediatric patients. The accounts concern with the design of the device is a user preference issue with regards to its use on a pediatric patient. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Event description:
Note: this report pertains to one of four complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00397, 3005099803-2010-00398, and 3005099803-2010-00399 for the other associated device information. It was reported to boston scientific corporation that four interject injection therapy needle catheters were used during a sclerotherapy procedure performed on (B) (6) 2010. According to the complainant the patient was being treated for an esophageal bleed. The first device was not tested or prepped prior to being used. During the procedure the physician noted that the first needle was greater than 4mm in length. There was no noticeable damage to device. The needle was retracted back into the sheath and removed from the patient through the scope without difficulty. The physician then opened up three more interject needles and tested them outside of the patient. Again the three needles all had the same issue; of being greater then 4 mm in length. The physician then placed the first device back through the scope and carefully used the device to complete the procedure. The procedure was prolonged; however there were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
Corrected data - no code available (user preference issue) a review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. Based upon the information available, the most probable root cause is user preference issue. (B)(4)